Manufacturer narrative:
Batch review performed on 22 november 2018; lot 180668: (B)(4) items manufactured and released on 29 may 2018 . Expiration date: 2023-05-13; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved cocr ball head 12/14 ø 28 size xxl +10.5 reference 01.25.015 (k072857); lot 180639: (B)(4) items manufactured and released on 24 may 2018. Expiration date: 2023-05-14; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 10 days after primary the surgeon revised the patient for an infection case. Liner and head swap. The surgery was completed successfully.